Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 306594 and lot number 2118069. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
When the nurse is performing indwelling needle care and tube sealing, she takes out the pre-filled catheter flush device, inspects the outer packaging to see that it is intact, removes the packaging, and sees that the inner wall of the cylinder shows several white patches of different sizes. When the flush device is shaken, the patches do not move with the fluid in the cylinder.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.